Event description:
It was reported by the patient that the remote monitor was not establishing telemetry with the implanted device. Telemetry was able to be achieved once the patient initiated the transmission with a shirt on. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.